Event description:
The device was implanted in 2001. Eleven months later, the facility's circulatory support specialist informed the manufacturer's (MFR.) Rep of the following: the pt on ve lvad living at home and reported that the pump stopped and the pt had a lo beat rate alarm with a rate of "0" in the display that resolved when put on battery. The pt was admitted to the hospital where the pt had subsequent lo beat rate alarms. A code 9 alarm was displayed. The pt was stable through all events. The MFR's rep advised the facility's circulatory support specialist to put the pt on pneumatic actuation, and then the pt contacted the MFR's tech support for an explanation of the code 9 alarm. The drive line was x-rayed per the facility's physicians. Two days later, the pt was placed on pneumatic back up and was awake, alert and oriented. In 2002, the MFR rec'd device tracking info that states the pt expired 15 days earlier. No further details were provided.